Event description:
A user facility reported to olympus, the single use injector was unable to inject when needle was out. The event occurred during an unknown procedure. It was reported that the injector was tested in and out of the patient but showed the same results. According to the report, injection was possible when the needle was retracted, and a 2nd needle was used with the same result. There was no report of patient harm or user injury associated with this event. This complaint is related to patient identifier (B)(6) for the second device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, damaged knife wire was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the reported event was due to compressive buckling when the needle was extended due to increased friction resistance between the outer tube and needle tube. Possible causes for the friction resistance between the tubes include: the tube was coiled during the inspection for operation, the slider was pushed abruptly, the tube was buckled. Additionally, it¿s probable the tube buckling occurred when the device was inserted into the endoscope, removed from the sterile package or during pre-inspection. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Operate the slider slowly, otherwise the tube could buckle. When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid.¿ olympus will continue to monitor field performance for this device.